Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a sigmoidoscopy performed on (B)(6) 2010. According to the complainant, during the procedure, while positioned within the sigmoid colon to treat hemorrhoids, the first band misfired and prematurely deployed. It was unknown if this band was retrieved from the patient. The physician attempted to correct the device by removing the knob on the handle, loosening the pull wire, and reattaching the knob. However, none of the six remaining bands were able to be deployed off of the ligator. The entire device was removed from the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.